Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during priming. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
The insulin pump was received with slightly cracked end cap, alarmed motor error during basic occlusion test due to loose slanted drive support disk noted, alarmed during prime test due to moisture damage found on the force sensor resistor noted and moisture damage was found on the all electronic assemblies and motor assembly noted. The insulin pump passed displacement test and rewind test. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube and broken battery tube threads.